Event description:
The following was reported to hamilton medical ag: the unit showed self test failed (2022-05-31 13:55:33) during working. We tested it with test lung and happened the same problem. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).